Event description:
The customer reported via phone call that the customer received the motor position encoder error alarm on the insulin pump while sleeping. The customer explained that the insulin pump had become wet, that they had dried out the insulin pump and that the everything had seemed fine. The customer's blood glucose was 5.9 mmol/l. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The insulin pump was unable to confirm alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had moisture damage found on lcd board, cracked case at display window corners, cracked battery, cracked reservoir tube, broken reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.